Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative replaced the bag/vent microswitch, and the unit was returned to service.

Event description:
The ge healthcare service representative discovered, during planned maintenance, a failure of the bag/vent switch to operate as expected. The unit was not able to switch to mechanical ventilation when requested. There is no report of patient involvement.